Event description:
It was reported that the patient experienced "cramping and spasms" that began about 1 week ago. The patient indicated that her device was implanted for pain in both legs and back. It was noted that the patient's device "helped with the pain in her legs, but never really helped with her back pain." The patient stated that she was walking on the beach that "may have been too much for her." The patient felt cramps and spasms in her right leg. The patient stated that she fell on her knees about 1.5 weeks ago and she did not have her internal neurostimulator (ins) checked after the fall. The patient further stated that her ins was programmed to have stimulation in 1 leg at a time or simultaneously. The patient indicated that she "tried turning her stimulation down and turning it off." It was noted that "this helped the spasms and cramping, but the pain in her leg started to return." The patient stated that "it was now difficult for her to keep the stimulation on in her right leg." It was noted that the patient was currently taking tizanidine, percocet and gabapentin. The patient stated that she felt "the pain in her legs was getting worse and worse" and this was not due to the cramping bur from the original pain she had in her legs. It was further reported that the patient had her device reprogrammed by a manufacturing representative in order to try different programs. The patient stated that "she felt cramping in her stomach region until the manufacturing representative tried her current program." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).